Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to left bundle branch (lbb) placement difficulty as the patient had large atrium and had high threshold, intermittent capture and changes in 12-lead. After multiple repositioning attempts, a piece of cardiac tissue was also noted on the lead, so the physician decided to do a standard right ventricular (rv) lead placement instead.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test was unsuccessful due to the helix housing was clogged with dried blood or body fluid and tissue confirming the reported observation of tissue or blood stuck in the helix and difficult to position. Moreover, the tissue on the tip may not have been the cause of the placement difficulty at implant; however, the tissue indicates that there was some issue with placement during implant. Also, it was observed during inspection that the lead helix was deformed, a twist on entire lead from terminal to tip end. Furthermore, helix tips which are deformed to the point of inhibiting extension/retraction of the helix are a known risk for active fixation leads.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported. Additional information indicated that this lead was not successfully implanted due to left bundle branch (lbb) placement difficulty as the patient had large atrium and had high threshold, intermittent capture and changes in 12-lead. After multiple repositioning attempts, a piece of cardiac tissue was also noted on the lead, so the physician decided to do a standard right ventricular (rv) lead placement instead.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to unknown product performance anomaly. A new lead with the same model was implanted. No adverse patient effects were reported.